Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, immediately following device placement, the pt's distal pulses were noted to be absent. An ultrasound was performed which reportedly showed extensive thrombosis of the femoral artery, which was believed to be due to the lack of anticoagulation during the procedure. The pt was taken to surgery where an embolectomy was performed; the angio-seal was not reported to have been identified or involved. It is important to note that the pt, a small, frail, 82 y/o woman, had bilateral angio-seal devices deployed two weeks prior to this event. The angio-seal deployed in this particular incident was inserted 8 days after the bilateral deployments, and was inserted approx 1-2 cm proximal to the original stick (it should be noted that the angio-seal instructions for use caution that repuncture at the same location of previous angio-seal deployment has not been studied in humans and is not recommended for 90 days). Due to hosp policy, the operative and ultrasound reports will not be made available. However, there have been no further reports of pt sequelae to the MFR.